Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple station freeze. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple stations were freezing and rebooting. The technical support specialist (tss) stated that the customer required to deploy the packages to all stations, that was more than 200 stations. Tss informed to the customer that it cannot deploy all at once, needed to do in batches. Tss then deployed the packages through remote support service and reset the ecc curves gpo. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple station freeze. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.